Event description:
The set was leaking at the tubing connection. During in-house evaluation of the returned product, it was found that there was a hole in the tubing. The set was attached to a pt receiving glucose during the process of expiring. Per risk management, the pt was still receiving glucose and the death was not related to the leaking set.